Event description:
The customer states they received a false negative antibody screen on a sample that retested positive in manual gel. No incorrect results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and adjusted the gel camera (mechanical and optical). The fe inspected the instrument log files. No error codes noted in log files. The customer retested the sample post service with expected results. The customer verified and approved qc. Repairs have returned the instrument to expected operation. (B)(4).